Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after successful deployment of a bifurcated delivery system the physician experienced difficulty retracting the inner core. Reportedly, the physician felt resistance when retracting the inner core. The physician then attempted to remove both the introducer sheath and the delivery system, but it appeared the control cord was caught on a strut of the bifurcated device. The physician elected to cut the control cord near the common iliac artery and a remainder of the control cord was left in the patient. The physician will monitor the patient. It was reported the patient tolerated the procedure well.